Manufacturer narrative:
Reported event of device dislodgment was not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital with bradycardia and leg and back pain. Upon review, it was noted that the leadless pacemaker had dislodged and migrated into the right iliac vein. The device was retrieved and replaced. The patient was stable.